Event description:
The pt reported beading and bruising of lips which was one of the treatment sites. Follow up findings: per physician the beading and bruising were due to superficial placement, and the pt's thin, fair skin. No medical treatment was provided. Follow up findings: the pt reportedly developed "redness, itching and swelling". Per physician's office the pt presented with moderate erythema and pruritus. The product was palpable. The physician prescribed oral zyrtec and locoid topical.